Event description:
An attempt was made to advance an endeavor resolute rapid exchange (rx) drug eluting coronary stent to a severely calcified lesion; however, it was reported that the device could not cross the lesion due to the tortuosity of the vessel. No clinical sequelae were reported. Evaluation summary:stent was positioned on the balloon between marker bands as per specifications. The first, second and thirst distal struts have visible damage. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: stent deformation and failure to deliver stent, lesion morphology, severe calcification. Conclusions: lesion morphology, severe calcification. (B)(4).